Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges pain,emotional distress, elevated metal ions, and injuries due to the implantation of depuy asr hip implant. Doi: (B)(6) 2008; dor: not yet revised; left hip.

Manufacturer narrative:
Additional narrative: (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.